Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a missing wave form found during fiber optic testing.

Manufacturer narrative:
Additional information: contact department: biomed. Contact person phone number: (B)(4). Contact person occupation: biomedical engineer. Getinge field service engineer (fse) while performing pm fiber optic test flat lines top wave form discovered problem to be defective front end pcb connector broken connection replaced , recalibrated device and performed full pm same service visit . Unit returned to clinical use. The failure analysis and testing dept. Received parts rev. B, with a reported unit failure of missing fiber optic waveform. The fat performed a visual inspection and found the part to have broken pins on the transducer connector. This caused the fiber optic waveforms to be missing during the test. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had a missing wave form during fiber optic testing. There was no patient involvement.